Manufacturer narrative:
A correlation between the device and the reported multi-system organ failure and a specific cause for the reported constant low flow alarms and suspected inflow conduit malposition could not be conclusively determined. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange was previously reported under medwatch MFR report # 2916596-2016-01492. (B)(4). Approximate age of device ¿ 4 months. The patient¿s family declined an autopsy. The pump is not available for investigation. No additional information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2011 and had a pump exchange on (B)(6) 2016. Post-exchange, the patient experienced unspecified events that were reportedly deemed to be due to a malposition of the inflow conduit. Specific information regarding the symptoms and treatment rendered was not provided. It was reported that over time, the malposition affected blood flow through the pump. The patient was not a candidate for another pump exchange. The patient expired from multi-system organ failure on (B)(6) 2016. It was reported that towards the end of life, the lvad system was sounding constant low flow alarms. Due to the low flow condition, the patient¿s organs reportedly decompensated and the patient expired. No additional information was provided.